Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported 5 pen needles that would release medication during priming. Lot #9344153, cat # 320550, date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned (15) sealed 4mm, 32g pen needles with the shelf carton from lot # 9344153. Customer states that medication would not release during priming. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin/medicaiton. The following information was provided by the initial reporter: consumer reported 5 pen needles that would release medication during priming. Lot #9344153, cat # 320550, date of event: unknown.